Event description:
During a stenting procedure to the right superficial femoral artery, it was reported that several pre-dilatations were conducted and a smart stent was delivered to the lesion, but it failed to cross the lesion. After the additional inflation with a 5mm aviator plus balloon, the smart stent was delivered to the lesion, but it got stuck and could not be advanced further. The physician tried to push the stent to cross, but then, the outer sheath of the smart stent had been pulled proximally ¿a little¿ and a part of the stent was prematurely deployed. So the physician stopped using the smart stent and a new smart stent was placed to the lesion. The procedure was finished successfully and there was no patient injury reported. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. A contralateral approach was made from the right femoral artery by a guiding sheath (destination, terumo). The device did not kink or bend at any time. There were no issues with the aviator balloon. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100%(cto). The product will be returned for analysis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the right superficial femoral artery, it was reported that after several pre-dilatations a smart stent was delivered to the lesion, but it failed to cross. After an additional inflation with a 5mm aviator plus balloon, the smart stent was again delivered to the lesion, but it got stuck and could not be advanced further. The physician tried to push the stent to cross, but the outer sheath pulled proximally ¿a little¿ and part of the stent was prematurely deployed. The physician withdrew the smart stent and a new smart stent was successfully placed in the lesion. The sds was prepped according to IFU guidelines, it was not manipulated during prep and it was properly mounted on the system when inspected prior to use. A contralateral approach was made from the right femoral artery by a guiding sheath. The device did not kink or bend at any time. The lesion was moderately calcified and not tortuous with a 100% stenosis(cto). There was no patient injury reported. One non-sterile smart control, iliac 6x60ml was received coiled inside a plastic bag. Unit was partially deployed (1.5cm). Locking pin was not received. A kink was detected a 1.5cm from ID band. No other discrepancies were found. The usable length and outer diameter (od) of the outer sheath were measured and it was found acceptable according specification. Functional test (deployment process) was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. The failure "failure to cross" reported by the customer was not confirmed since outer diameter was found within specification. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The failures ¿sds - deployment difficulty-premature/in patient-during advancement ¿reported by the customer was confirmed. The cause of the failure could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Neither the DHR review not the product analysis suggests the reported failure is related to the manufacturing process. Therefore, no actions will be taken. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. In this case the locking pin was not returned inserted into its holder so it is not known if the pin was in place during advancement towards the lesion. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.